Manufacturer narrative:
Pr#: (B)(4).

Event description:
It was reported to philips that the efficia dfm100 defibrillator is continuously getting an alarm. The efficia dfm 100 defibrillator, model #866199, is substantially similar to the heartstart xl+ defibrillator (model #861290) and will be reported in the united states under the device model #861290. There was no report of patient involvement.